Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set leaked. It was further reported that drips were observed from the drip chamber. The set was used with cisplatin. The issue was identified during priming. There was no patient involvement. No additional information is available.